Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a disconnecting supply bag was reported and is a known cause of this alarm. The cause of the disconnection is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 3 of 5 of peritoneal dialysis therapy. The care giver (cg) stated that one of the bags disconnected from the line it was connected to prior to the alarm. There was no evidence of solution leaking afterwards. The technical service representative assisted the cg in clearing the alarm and removing the cassette. It is unknown how the patient planned to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.